Manufacturer narrative:
(B)(4). Date sent 3/19/2026. D4 batch #123d26. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one sgst60d reload loaded in the device. The reload was received partially fired 1/3 and with damage on reload deck. After evaluating the reload, it was observed that the pan was slightly bent and with scratches present; the reload pan partially detached on the proximal side, and damage was noted on the locking features of that end. The pan was removed to verify the internal components, and it was confirmed that the one piece sled was lodge on to the driver guide inner plastic of the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the reload condition. The event described of cartridge retention could not be confirmed as the test reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 123d26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch #unknown. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a jaw of a device and a gold reload loaded. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a lap anterior resection procedure, it was observed that the reload got pushed out upon firing while the knife blade advances. This caused the rectum to be cut but not stapled. The surgeons opened to stop bleeding first, then continue to dissect to fire another stapler. The procedure was completed successfully with a delay of 150 minutes. There was no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. D4: batch#: unk. Additional information was requested, and the following was obtained: it is currently written that there was a delay of 150 minutes. May I confirm if this is correct or a typo error? From sales rep: this is not a typo as the surgeons had to take actions to stop the bleeding before they could continue to finish the surgery. It is an rough estimate on how long the surgery was delayed by. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by "action taken when event occurred? --> the surgeons opened to stop bleeding first"? Was this a laparoscopic procedure in where the patient had to be opened up to stop the bleeding? Were there any changes in the original procedure? If yes, what were they? Was the device difficult to open? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch#: a9739p, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. Additional information was requested, and the following was obtained: 1. What is meant by "action taken when event occurred? --> the surgeons opened to stop bleeding first"? Ans: it is supposed to be mis lar, but due to the misfire, the surgeon had to convert to open to stop the bleeding at the rectum. Afterwards, they converted back to mis to finish the lar procedure. 2. Was this a laparoscopic procedure in where the patient had to be opened up to stop the bleeding? Ans: yes. 3. Were there any changes in the original procedure? If yes, what were they? Ans: yes, the original procedure is suppose to be fully lap, but had to convert to open at one point in time. However, in the end, they manage to stop the bleeding and go back to the original mis lar procedure. 4. Was the device difficult to open? Ans: no. 5. How was the bleeding controlled? Ans: open approach via pfannenstiel incision. 6. How much blood was lost (ml)? Ans: 585ml. 7. Did the patient require a transfusion? Ans: no. 8. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: wound infection of the pfannanstiel incision requiring vac therapy.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2026. D4 batch #123d26. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one sgst60d reload loaded in the device. The reload was received partially fired 1/3 and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of cartridge retention could not be confirmed as the reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism this mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 123d26, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. In the additional information it was stated "was there any issue with the cut line? Ans: yes", what was the issue with the cut line? Please explain. Ans: sorry for the confusion, what we meant is that the cut line was fine, but the problem is that there is no staples formed. So it formed a cut line with no staples. 1. What is meant by ¿reload got pushed out while the knife blade advances¿? Ans: as the stapler fires, reload moved out of the cartridge in the same direction as the knife blade. 2. Was the firing sequence started but not completed? Ans: firing was completed. 3. If yes: were any staples delivered into the tissue at all? Ans: no staples delivered. Only knife blade cut through. 4. If yes: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Ans: nil. 5. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Ans: staples not present at all. 6. Did the device cut? Ans: yes. 7. If yes, was the cut line complete? Ans: yes. 8. How much did the knife advance? Ans: fully as it was a complete firing. 9. Was it a full cut or a partial cut? Ans: full cut. 10. How much tissue was cut? Ans: unknown. 11. Was there any issue with the cut line? Ans: yes. 12. Was this the first firing or subsequent firing? Ans: second firing. 13. Were there any unusual noises heard during the firing sequence? Ans: no. 14. Is there any video available of the procedure? Ans: yes, but only the surgeon have it and unable to share. 15. Can you please provide timeline of events? Ans: 1) first firing 2) check specimen and continue to dissect and take out more 3) second firing (where the problem occurred) 4) open patient to stop bleeding 5) continued mis procedure 6) new stapler opened 7) third firing 8) fourth firing 9) circular stapler firing 10) finished lar procedure. 16. Did the surgeon observe the target tissue moving during the firing sequence? Ans: yes, cause entire reload moved.

Manufacturer narrative:
(B)(4). Date sent 3/2/2026. D4 batch #123d26. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one sgst60d reload loaded in the device. The reload was received partially fired 1/3 and with damage on reload deck. After evaluating the reload, it was observed that the pan was slightly bent and with scratches present; the reload pan partially detached on the proximal side, and damage was noted on the locking features of that end. The pan was removed to verify the internal components, and it was confirmed that the one piece sled was lodge on to the driver guide inner plastic of the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of cartridge retention could not be confirmed as the test reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device event log was reviewed. During the fourth clinical firing, the log indicates that the firing cycle was incomplete or was interrupted. Additional, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism this mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 123d26, and no non-conformances were identified.